Event description:
The customer reported that following an internal carotid angioplasty procedure, a vasoseal vhd collagen plug was deployed in the pt. Several hrs after the procedure, the pt complained of numbness and weakness in the right lower extremity and pulses were not palpable. The pt had a duplex ultrasound and no blood flow was noted in the right femoral artery. The pt had a right femoral artery endarterectomy, a profundoplasty, a thrombectomy, and a urokinase infusion. No further complications were reported.